Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and concern with the product.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concern with the product. Device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and exchange due to concern with product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold creases, a wear abrasion,a deformation in the device, black encapsulation device, a white calcification device and the weight was to the specification. Cloudy gel observed after the autoclave disinfection cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.